Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause had not been determined and the issue was not resolved. No actions/interventions had been taken to resolve the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimul ator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having difficulty achieving more than 4 coupling bars while recharging. He has two bars on most occasions and can sometimes achieve four bars. They are charging two days per week and it takes him two hours to charge to 100 percent. According the recharging diary he is in fact charging two days per week and has an average of two bars and charges to 100 percent. He was hoping to have more bars so he can charge faster. Environmental/external factors that may have led or contributed to the issue include the device being implanted below the breast tissue and is very difficult to feel when palpating the skin. The manufacturing representative was not able to achieve more than four bars when they checked the device. The device is being charge effectively according to the logs. It was suggested to the patient that they charge more frequently every day so it wouldn't take as long to charge. The patient is going to charge every day. The issue is reported to be resolved. No surgical intervention occurred and none is planned. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that they performed an impedance test and the right side impedances came up with a "high." The caller reported that c10 was 2264 ohms, and all others on the right side were high as well, 1200-1922 ohms. The rep reported that 8&10 was 4464 ohms, and c8 was 1901 ohms. The rep reported the impedance test was performed at 3v. The rep reported the left side impedances were lower, between 804 and 1530. The rep reported the impedance test was performed prior to doing an ins revision to move the ins to a better location for the patient to recharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating the cause of the poor coupling/slow recharge was due to the ins being implanted too deeply to due to shifting of the ins under breast tissue. This information was confirmed by the healthcare provider.